Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain. The patient woke up one morning and saw silver in the corner. The patient was advised by her healthcare provider to go to the emergency room (ER). They took care of everything there and admitted the patient. Everything was removed in 2005 because the incision would not heal and they did not want the patient to get an infection. Regarding the circumstances that led to the incision not healing, the patient noted that the problem was nothing like activity level or programming. There was always a very small spot on the top that didn't heal well as it should have, so the pump was removed due to the risk of infection. The situation was resolved. The patient thinks the pump is great for chronic pain and has since had another pump implanted ((B)(6) 2016) and this one healed just fine with no problems.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.